Event description:
Contact reported that a surgeon performed an oc-t8 fixation about 11 months ago. (C2-c4 spondylectomy tumor) the rod was later found to have fractured and the patient was revised. The surgeon did not consider this to have been a device related event, however, depuy spine is taking a conservative approach and filing MDR to document this event.

Manufacturer narrative:
Images confirm that both rods on each side of the construct had fractured. Images show that this was a very challenging case. Sales rep stated that the surgeon did not consider this a failure of the rods. Surgeon was not surprised that it broke, because this was a 3 level posterior spondylectomy. He did not expect the patient to fuse. There were too many levels that would not allow fixation points. Based on the information provided and examination of the attached x-ray the failure is not considered to have been device related. The patient's condition affected the effectiveness of the device.